Event description:
The physician intended to implant a resolute integrity drug-eluting stent to treat a lesion with "a lot of calcium." It was reported that the device became stuck in the vessel during the attempted delivery and the stent could not cross the lesion. The device was removed and the stent was observed to be damaged. No patient injury was reported. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: calcified lesion. Stent damage, failure to deliver the stent. Conclusions: calcified lesion. Stent damage, failure to deliver the stent.